Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's system controller strain relief closest to the controller housing on the black power cable was bent, and the power lead was hot. It was also reported that there were audible and visual red heart alarms. It was later determined through log files sent to the manufacturer and confirmed by the vad coordinator at the hospital, that during this event, the lvad pump had stopped a few times. The system controller was exchanged and no further events have been reported.

Manufacturer narrative:
The returned system controller was connected to a test pump and the system began operating at 10,000 rpms. The log file was retrieved and the events captured suggest that power to the system controller was interrupted and when power was restored, hazardous alarms were recorded, consistent with the red heart alarms reported. During the evaluation, the black power lead became hot. The strain relief on the black power lead was confirmed to be broken and the inner conductors carrying power to the system controller had sustained damage at the location of the broken strain relief which resulted in a short between +12v and ground. No further information is available. The manufacturer is closing its file on this event.